Event description:
Same case as: 2134265-2013-04275. It was reported that during a rotational atherectomy treatment procedure, a guide wire tip detachment occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous proximal end of left anterior descending (lad) artery. Initially, a non-bsc with ivus (intravascular ultrasound) catheter was attempted to cross the lesion but was unsuccessful. Then, dilatation was attempted with a 1.0mm/10mm non-bsc stent but the lesion was unable to be dilated. Therefore, a 1.25mm rotalink burr was advanced on a 325cm floppy rotawire guide wire and successfully ablated the lesion. Three ablations were performed. When the burr was removed for size up of the burr, it was noted that the radiopaque section of the guide wire was detached. The detached part was left inside the patient considering the size of the peripheral blood vessel was under 2.0mm. The burr was exchanged with a 1.25 rotalink burr and a promus element 2.5mm/32 was deployed and the procedure was completed. Patient had blood flow and there were no irregularities noted on electrocardiogram. No further complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual examination of the device revealed that the catheter body had been dismantled and was broken ion two several pieces. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2013-04275. It was reported that during a rotational atherectomy treatment procedure, a guide wire tip detachment occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous proximal end of left anterior descending (lad) artery. Initially, a non-bsc with ivus (intravascular ultrasound) catheter was attempted to cross the lesion but was unsuccessful. Then, dilatation was attempted with a 1.0mm/10mm non-bsc stent but the lesion was unable to be dilated. Therefore, a 1.25mm rotalink burr was advanced on a 325cm floppy rotawire guide wire and successfully ablated the lesion. Three ablations were performed. When the burr was removed for size up of the burr, it was noted that the radiopaque section of the guide wire was detached. The detached part was left inside the patient considering the size of the peripheral blood vessel was under 2.0mm. The burr was exchanged with a 1.25 rotalink burr and a promus element 2.5mm/32 was deployed and the procedure was completed. Patient had blood flow and there were no irregularities noted on electrocardiogram. No further complications were reported and the patient status is stable.